Event description:
It was reported to medtronic minimed that the customer alleged the pump was counting 1 to 7, frozen display. The customer reported no adverse event. The event involved product mmt-754wws. Troubleshooting was performed. No harm requiring medical intervention was reported. The customer will discontinue the use of the pump. Mmt-754wws was requested and customer response was the device will be returned.

Manufacturer narrative:
Select patient information cannot be provided due to regional privacy regulations. The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Unit received with frozen screen at number 6. Unable to perform the displacement test, self-test due to frozen screen. Cut and open to perform visual inspection found no moisture damaged electronic assembly, motor, vibrator during visual inspection. Swapping out test board confirms frozen screen at number 6 is isolated to mother board. The test reservoir locked in place properly and no anomaly noted. Unit had scratched case, stained address/serial number label and stained end cap sticker. Frozen screen at number 6 is isolated to mother board confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.